Event description:
It was reported that since (B)(6) 2010, the pt is able to hear with his device for an hour or so. Testing carried out on (B)(6) 2010 initially showed an unchanged status, but later it showed that the device has malfunctioned. Exchanging the external parts was tried. There is no trauma known. The pt is scheduled to be reimplanted on (B)(6) 2010.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.